Event description:
The customer reported an x-ray disabled error message. This error message will result in a loss of x-ray functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera, backplane, interconnect cable, and the video cable were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.